Event description:
It was reported that the catheter was inserted without difficulty. It was noted that catheter was kept 6cm beyond the tip of needle. A good femoral block was obtained intraop and postop with a continuous infusion of local anesthetic started in the pacu. However, upon removal, resistance was encountered within last 2-3cms of catheter. A knot could be felt through palpatation of the skin. As a result, a small knick was made at entry site of the catheter and it was removed intact. There were no patient complications reported.

Manufacturer narrative:
Evaluation: a comprehensive investigation into this report cannot be completed since the sample was not returned. A device history record review cannot be completed since the lot number is unknown.